Event description:
It was reported that this implantable lead was an attempted implant. The helix would not retract for repositioning; therefore, this product was not used. Another lead was successfully placed at the his bundle. No adverse patient effects were reported. The lead was returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies other than the helix housing being clogged with dried blood/body fluid and tissue. The helix difficulty allegation was confirmed due to blood/body fluid and tissue entwined in the helix.